Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2016, explanted: (B)(6)2017, product type: extension. Product ID: 3389s-40, lot# va1aqph, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1aqph, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's leads were infected and they decided to have the system removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the ins (serial no. (B)4)) and extensions (serial no. (B)(4)) were not conducted as this was a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported the infection had not been resolved. The surgeon removed the hardware on 2(B)(6) 2017. The patient was treated with antibiotics. They were unsure of the type of antibiotic or type of infection.